Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon arrival at the hospital, the patient had no pulse in the foot. During and after the introducer was inserted, the patient lost pulses at the limb. Medical intervention for the ischemia was not provided and is unknown.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition ¿ any concomitant medication ¿ vascular size or variations thereof ¿ detailed description of the symptoms experienced by the patient ¿ physical examination findings, including pulse assessment and visual examination of the affected limb ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension ¿ patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. This report is being filed as part of a retrospective review of historical records.